Manufacturer narrative:
(B)(4). Investigation results. A visual examination of the ultraflex¿ tracheobronchial stent and delivery system noted that the stent was partially deployed by 20mm. During the product analysis, the investigator was able to deploy the remainder of the stent; however, it was noted that the catheter bowed during deployment. No issues were noted with the profile of the stent. A visual and tactile examination found that the catheter was kinked in multiple locations along the device. This type of damage is consistent with the application of excessive force to the delivery system. The suture lumen was inspected and no issues were identified. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. This device is indicated per the dfu for use in the treatment of tracheobronchial strictures produced by malignant neoplasms and is contraindicated for any use other than those specifically outlined under indications for use. This device was used to treat a lung transplant anastomosis. Therefore, the most probable root cause classification is user error.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to treat an anastomotic stricture in the lungs from a lung transplant during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician attempted to deploy the ultraflex tracheobronchial stent. During deployment the suture release string became stuck. The stent and delivery system were removed from the patient partially deployed. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ tracheobronchial stent was to be implanted to treat an anastomotic stricture in the lungs from a lung transplant during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician attempted to deploy the ultraflex¿ tracheobronchial stent. During deployment the suture release string became stuck. The stent and delivery system were removed from the patient partially deployed. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.